Event description:
After opening both atw products, it was noticed that the shaft and the tip connection were not tight enough. The products were not clinically used in the patient.

Manufacturer narrative:
This medwatch reflects two products with the same catalog and lot number. Additional information will be submitted upon 30 days of receipt.